Event description:
The patient reportedly experienced overly loud stimulation and sound quality issues. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Surgery to explant the patient's device will be scheduled.